Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device was communicated properly with minilink transmitter sensor and no unexpected low threshold suspend alarm noted and there is resume or suspend screen appear after clearing the alarm. Low suspend alarm functioned properly. Device had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was having low blood glucose around 40 mg/dl. Device would not go on threshold suspend. Customer's blood glucose at time of call was 62 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.